Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was deceased. Customer's blood glucose was low because customer was not eating. The doctor took off the device off the day before the customer died. Customer was not wearing the device at the time of death. Customer had cancer and pancreas been removed last june but it had spread to her liver. Customer did not eat for two days leading up to her death and was causing her to go low. The device no longer had a functional battery in place. No further information reported.